Manufacturer narrative:
This case is related to case-(B)(4) report ID 9616099-2022-05713.

Event description:
As reported, a doctor called the distributor informing that the 5f 6 side holes (sh)110cm super torque marker band (mb) pigtail catheter (cath mb 5f pig 110cm 6sh) resected the aorta during the use. This issue happened two times in less than 24 hours (two different patients with two different products). No other information could be obtained. Additional event details were not provided.